Event description:
It was reported there was a general complaint of infusion error where clinicians restarted infusions that were clinically inappropriate. The customer indicated that infusions are set up while in anesthesia mode including: epinephrine, norepinephrine, milrinone, nicardipine, clevidipine, fentanyl, dexmedetomidine, dopamine, esmolol, calcium chloride. The infusions were continued from the operating room (or) to the intensive care unit (ICU). After some time, the pump was changed out of anesthesia mode and the infusions were incorrectly started. There was patient involvement, but the outcome is unknown. Although requested, the customer did not provide specific event details. The customer later clarified. "There have been numerous instances where the infusions were restarted inadvertently upon arrival to the or. All were paused pressors that reached the patient. I¿ve noticed this primarily in the last 6 months. We¿d explained it away with things like: maybe another anesthesiologist started it when they gave a break or maybe it got bumped¿ as it¿s has happened more, I began photographing my infusion pumps prior to leaving the or (to prove that I wasn¿t the culprit). Eventually, I identified when and under what circumstances the infusions were restarted. This has happened on multiple pumps on multiple occasions. It was a programming issue combined with a pump user error, I believe, but I can not be 100% sure until our education has been disseminated."

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had a programming error - inappropriate restart infusion after using anesthesia mode per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was a general complaint of infusion error where clinicians restarted infusions that were clinically inappropriate. The customer indicated that infusions are set up while in anesthesia mode including: epinephrine, norepinephrine, milrinone, nicardipine, clevidipine, fentanyl, dexmedetomidine, dopamine, esmolol, calcium chloride. The infusions were continued from the operating room (or) to the intensive care unit (ICU). After some time, the pump was changed out of anesthesia mode and the infusions were incorrectly started. There was patient involvement, but the outcome is unknown. Although requested, the customer did not provide specific event details. The customer later clarified. "There have been numerous instances where the infusions were restarted inadvertently upon arrival to the or. All were paused pressors that reached the patient. I¿ve noticed this primarily in the last 6 months. We¿d explained it away with things like: maybe another anesthesiologist started it when they gave a break or maybe it got bumped¿ as it¿s has happened more, I began photographing my infusion pumps prior to leaving the or (to prove that I wasn¿t the culprit). Eventually, I identified when and under what circumstances the infusions were restarted. This has happened on multiple pumps on multiple occasions. It was a programming issue combined with a pump user error, I believe, but I can not be 100% sure until our education has been disseminated."

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.